Event description:
Reportedly, the stent stretched during its release and the final length is more important than the nominal length on about 5cm. A resistance was noticed by the physician during use of the delivery system.

Manufacturer narrative:
Evaluation summary: there was no product returned. Unable to evaluate the returned x-ray. X-rays of device returned.